Manufacturer narrative:
The excor blood pump, s/n, (B)(4) was in use by the patient from (B)(6) 2021 (73 days).

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis following a pump change on (B)(6) 2021. The pump was complete fill and ejection. The site reported that the patient was not tolerating feeds and on (B)(6) 2021, the patient's ldh was 6395 and the plasma free hemoglobin was 270. The ldh value was greater than 2.5 times the upper limit of normal for the site, therefore, it was determined that the patient had developed hemolysis, resulting in a reportable event. The site reported that on (B)(6) 2021, after a pump change on (B)(6) 2021, the ldh was 3275 and the plasma free hemoglobin was 90.